Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/2/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was received: upon investigation, the patient underwent laparoscopic appendectomy in the hospital on (B)(6) 2025. The surgeon used the suture (B)(6) for suturing the appendiceal wound and closing abdominal skin tissue during the surgery. The problem of pulling off suture needle happened when suturing and knotting the appendiceal wound. The surgeon immediately searched for the detached needle and found it. After removal, the integrity of the needle was checked. After confirming that no foreign body remained, a new suture (specific product information was unknown) was replaced to continue the suturing. The subsequent surgery went smoothly. This event did not cause any other harm to the patient except for prolonging the surgery time by about half an hour. The patient has been discharged smoothly currently. No subsequent adverse event reports have been received. English event description should be changed to: pull off suture needle . This case is from health authority. The patient underwent surgery and the doctor used sutures to close the patient's abdomen and suture the skin. When tying the knot, the needle broke at the root of the suture, which was discovered and searched for in a timely manner, and the suture was immediately replaced. This incident poses a safety hazard and has affected the progress of the surgery.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/28/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following: any patient consquences? No was more than half the needle retained in the patient? No did any needle piece fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? If not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? No needle piece fell into the patient. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on (B)(6) 2025 and suture was used. The patient underwent surgery and the doctor used sutures to close the patient's abdomen and suture the skin. When tying the knot, the needle broke at the root of the suture, which was discovered and searched for in a timely manner, and the suture was immediately replaced. This incident poses a safety hazard and has affected the progress of the surgery. There were no patient consequences reported. Additional information was requested.